Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had broken. The customer stated that the drawer appeared to be closed on a lactulose cup, which had exploded behind the drawer, affecting the internal components, including the left-side wiring and the rear board. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was broken. A field service engineer (fse) found liquid spilled all over main enhanced full height drawer 4 and sticky liquid spilled from a to e rows. Additionally, the engineer found all cubie trays were being glued underneath and unable to take them out. Further, the engineer replaced full height drawer due to liquid damage to resolve the issue. The system functioned as intended after the field service engineer repaired the device.